Event description:
MFR. Report no. 2183959-2014-00202. It was reported that following the implantation of the elevate pc posterior device the patient experienced mild de novo "genuine stress incontinence," "getting wet all the time, seeping out, can't hold it." The event is considered continuing (not resolved) as of (B)(6) 2014 and no interventions have been performed. The device remains implanted. There were no further patient complications reported as a result of this event.

Event description:
Additional information received indicated that no intervention was performed however, the event is considered resolved as of (B)(6) 2013. No additional patient complications have been reported in relation to this event.